Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, it was noted that the left ventricular (lv) lead due to placement showed capture only on one vector. Post procedure, during a check in office, it was noted that there was no capture on the lv lead at maximum output. The lv lead was explanted and replaced. The new lead was positioned in the coronary sinus. All parameters were stable post procedure. The patient was stable.